Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received via cd shipment last 04 apr 2019. After review of medical records, the patient was revised to address failed left total hip replacement, hip instability, metallosis and bone loss. Patient has experienced pain, tenderness, limitations in range of motion, weakness and recurrent dislocation episodes in the past. Blood cobalt and chromium ion levels were also noted to be elevated. MRI showed evidence of possible pseudotumor secondary to metallosis. Emergency room notes on (B)(6) 2017 notes that the patient's left lower extremity was slightly shortened. Intraoperatively, there was presence of metal debris throughout the entire hip, the appearance of which mimicked that of coal dust. When the leg was in a neutral position and slightly abducted, external rotation created an impingement on the posterior soft tissues where a clump of metallosis and tissue rested. There was minimal osteolysis around the femur. There was bone loss behind the cup. Doi: (B)(6) 2008; dor: (B)(6) 2018; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch:null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.